Event description:
Related manufacturing reference number: 2017865-2024-33793. It was reported that the patient presented in clinic for a ventricular fibrillation (vf) episode which caused the patient to lose consciousness and faint. Further details regarding this episode noted that the emergency medical technicians (emt) found patient in asystole. Device interrogation at the clinic noted the implantable cardioverter defibrillator (ICD) was under-sensing the patient's rhythm, which speed up the patient's heart rate causing a true vf event. The patient reported chest pains as well. The ICD converted the vf rhythm successfully. It was noted that the patient was intubated and had cardiopulmonary resuscitation (CPR) therapy performed via a lund university cardiac assist system (lucas). It was noted that the right ventricular (rv) lead was sensing noise which was reproducible with the timing of the CPR therapy. The ICD was reprogrammed and patient is in stable condition.